Event description:
During cataract surgery, aspirating tip did not function appropriately when introduced in anterior chamber. Thus resulted in loss of vitreous and/or anterior implant versus posterior implant as planned. No further complications noted prior to discharge. Follow-up post-op scheduled for 6/13/96. Incorrect assembling by staff of hand piece possible.